Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to completely broken reservoir tube lip. Unit had broken battery tube threads, missing reservoir tube o-ring.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 120 mg/dl went upto 322 mg/dl. Customer also reported that they had pain at site of insertion. The insulin pump will not be returned for analysis.